Manufacturer narrative:
Visual inspection of uninterruptible power supply (ups).the service depot in (B)(4) evaluated the ups visually. The visual inspection revealed that the main printed circuit board assembly (pcba) had been burned. The reported complaint was confirmed. A root cause was not determined with the investigation.note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4) - (dlk - stage iii). Evaluation: equipment was evaluated by a clinical development manager (cdm) after the event. Performance test were done including a visual examination. Laser gel testing and flap thickness where within specifications. No problem was found with equipment. Room was constant at 20 degrees/rh40%. It was noticed that air unit was directly above the ifs; however, this has always been the case. Cdm verified with account what changes were made prior to the reported cases and they mentioned: the ifs upgrade, the use of disposable instruments from malosa medical -(B)(4)-, the tracker arm of the nidek excimer laser and the use of pred-forte instead of fml. System meets amo specifications.

Event description:
Pt had bilateral intralase procedure on (B)(6) 2010 and on (B)(6) 2011, customer reported that pt had grade 3 dlk on right eye (od) and had flap lifted. Left eye (os) was clear. Pt is slowly improving on day 1 post-operation.